Event description:
The customer contacted baxter's technical service center to report a leaking patient extension line while on the home choice (hc) device during use during fill 1. The home patient (hp) stated that water was dripping out of the patient extension line pin hole. The fill volume was 176 ml. The baxter technical representative (tsr) assisted the hp to end therapy and informed to start over with new supplies. The tsr advised to inform the peritoneal dialysis registered nurse (pd rn). The hp will save the cassette and extension line. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance spoke with the home patient (hp) regarding the reported leak issue. The hp stated that he was not sure what caused the leak. The hp has saved the cassette and patient extension line and will return to baxter for evaluation. The hp did not have the lot number available for the supplies. The hp did not have any such issues until now. The hp is continuing therapy.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed